Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 780 hematology analyzer. The volume of the leak was about 15 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, eye glasses and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated as a result of this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the upper sheath tubing of the flowcell was loose at the luer lock fitting and was leaking. The upper sheath of the flowcell delivers diluent to rinse the flowcell. The fse replaced the tubing and tightened the luer lock, resolving the leak. The fse noticed that the light scatter (ls) offset was failing during a startup. Upon further inspection, the fse discovered diluent on the ls sensor. The fse replaced the sensor and the instrument ran without any leaks or start up failures. The cause of the leak was the upper sheath tubing of the flowcell was loose at the luer lock fitting. The cause of the ls offset failing was that the ls sensor was damaged by the leak. The instrument operated as intended by failing ls offset during the startup, alerting the operator to an instrument problem. (B)(4).